Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.

Event description:
The incident involved a plum 360 infusion pump. A nurse reported that once the device was plugged in, it sparked. The event occurred while being used on a patient in the outpatient treatment area. The power cord used was an ICU medical issued power cord. The prongs on the power plug were not bent or broken, no exposed bare wires noted, no smoke seen, and no physical damage to the pump. She also stated that she was unsure if there were any sparks noted inside the clear plastic plug. There was patient involvement, however no injury or harm reported.

Manufacturer narrative:
Service could not confirm the customer¿s complaint that the device sparked when the ac power cord was plugged in. The device was plugged in, but there was not evidence of the device sparking. The device powered on correctly in ac and dc power modes. Device passed self-test with no error alarms. Device passed safety analyzer performance verification test (pvt). Device passed visual inspection. The event log was reviewed and no similar alarms were found. Probable cause was not found. Service replaced the ac power cord for precautionary preventive maintenance only. D9 - date returned to mfg: 2/14/2023.